Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-09494. It was reported that the patient presented for remote follow up via merlin.net with both the right atrial and ventricular lead exhibiting sensing noise resulting in several inappropriate automatic mode switch and high ventricular rate episodes. Programming interventions were discussed, however; none were reported. There were no adverse patient consequences reported.